Event description:
It was reported that this right atrial (ra) lead was explanted due to dislodgement and was confirmed through chest x-ray. A new lead with different model was implanted. Also, this lead was retained by the explanting hospital. No additional adverse patient effects were reported.